Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00032 on 20jan2023. Additional information (06feb2023): there was no indication of reagent delivery issue, evidence of foaming issue based on the e145:foam error flags associated with patient results were observed in the results and calculation data. The customer investigated coding in middleware settings and the alarm e145 was set to "do not display". The customer contacted laboratory's it configuration managers to make the e145 alarm visible in the validation of results. The cse replaced the sample mixer impeller and aligned the sample mixer and sample probe, which returned the system to normal operation. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and reported a falsely depressed enzymatic creatinine (ecre_2) patient result (1 patient) obtained on an atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced and realigned the impeller sample mixer and the sample probe. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed enzymatic creatinine (ecre_2) patient result (1 patient) was obtained on an atellica ch 930 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the initial instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed enzymatic creatinine (ecre_2) patient result.